Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used during an electrostatic discharge procedure on (B)(6) 2026 for treatment of zenker's diverticulum. During the endoscopy procedure in the esophagus, the resolution 360 clip, upon exiting the endoscope channel, completely detached in a closed state and fell off of the end of the catheter. The clip was retrieved using a snare. There were no reported patient complications. The procedure was completed with a competitor clip.

Manufacturer narrative:
Block h6: imrdf code a150103 captures the reportable event of premature deployment/egd or unknown procedure also unknown location or esophagus.